Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that fluid entered the battery compartment of the customer's insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and it was verified that the fluid came from a leaking battery. The battery cap wa undamaged. The battery leak occurred during normal use. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. The pump had a corroded motor home switch, cracked battery tube threads and a cracked reservoir tube lip. No moisture damage on electronics was noted.